Event description:
A review of svc data detected a reportable event. Upon servicing of monitor sn (B)(4) the monitor failed the pulse test. The last pt to use this monitor did not report any problem.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause was corrosion to the monitor's table board. The root cause for the corrosion was unable to be positively identified, but likely contamination. No adverse event resulted from the corrosion. The last pt to use this monitor did not report any problems.